Manufacturer narrative:
Tandem¿s tslim user guide describes how to remove air from the cartridge using the syringe. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air gap in the luer lock. The customer's blood glucose level was in the mid 200's (mg/dl) and it was addressed with a bolus via the pump. Reportedly, the customer does not always perform the air extraction technique. The customer was able to break the air gap into smaller air bubbles by disconnecting from the site, priming the tubing, and flicking the air gap. The contact did not want to prime the tubing any further and indicated that the supplies would be changed if needed.